Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having headaches, high blood pressure , and looses oxygen. The patient can not sleep properly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 15, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having headaches, high blood pressure, and looses oxygen. The patient can not sleep properly, other accessories related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer not observed the presence of degraded sound abatement foam. During external and internal inspection:a dust like contaminate on the exterior and interior of the display, exterior and interior of the top enclosure, pca (printed circuit assembly) , interior of the side panel, exterior and interior of blower cap, exterior and interior of the right panel assembly, exterior and interior of blower, air inlet seal, and sound abatement foam. Scratches on the front of the bottom enclosure. Cracked connector tabs on the modem. A yellowish tint on the blower outlet bellow and the air inlet seal. An unknown contaminate on the flow manifold. Device was missing the inlet filter and the ui (user interface) knob. The device's downloaded event log was reviewed by the manufacturer and found one error code. The manufacturer concludes that there is no presence degraded sound abatement foam.